Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that she had air bubbles every time she disconnected from the transfer guard. The customer stated that this is the first and only time that it happened. The customer declined to troubleshoot. The customer will be sent a replacement reservoir. The customer will send her reservoir back for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.